Manufacturer narrative:
The sample in question nor further data is available for further investigation. The customer refused to provide any additional information. A root cause could not be determined. No adverse events were reported.

Event description:
The customer has been having an ongoing issue with elevated tsh results for one patient on their modular analytics e-module e170 (B)(4). The customer provided data for one patient sample which was reported outside the laboratory. Due to this re-occurring issue, the customer has been sending the patient's samples out for repeat testing on another laboratory's centaur analyzer. The initial tsh result from the e170 was 100 uiu/ml. The repeat result from the centaur analyzer was <0.01 uiu/ml. There is no allegation of any adverse effects to the patient as a result of this event. The customer refused a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.